Event description:
The customer states that the axsym processing cover fell and the latch on the cover hit their hand on the way down. The customer states that their hand is alright and that no medical attention was sought. No serious injury was reported.